Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that this pump was implanted approximately 6-7 years ago. The exact date was not known at this time. The cause or contributing factors to this event were not determined. On 2017 (B)(6), ¿the date when the event was reported¿ diagnostic testing occurred. The ¿on call¿ doctor for the doctor on leave asked to program a bolus to see if the motor would recover again. Until ¿now¿ no critical alarm had sounded again. The patient was instructed to report anything immediately to the representative. The pump remained implanted as it seemed that the pump recovered. However, they are continuing to monitor to the patient. The patient had an appointment on 2017 (B)(6). The treating physician was on leave and ¿appointment only on 2017 (B)(6) to provide feedback on patient management¿ during the time on leave.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient who received maracaine 5.0 mg/ml at a dose of 3.7 mg/day via an implantable pump. The indication for use was not specified. It was reported that the patient was hospitalized with withdrawal symptoms. The patient heard the critical pump alarmed since 6 o¿clock on saturday. A code message occurred indicating a motor stall. It was later reported that the logs indicated the stopped pump duration may exceed tube set message also occurred indicating the pump had been stalled for over 48 hours. The pump had been implanted for approximately 6 years and there was about 9 months until the estimated replacement indicator (eri). No further complications were reported/anticipated.